Manufacturer narrative:
Manufacturer's comment: the manufacturer's report number for this case is (B)(4). Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female patient who received super poligrip extra care with poliseal (formulation number (B)(4)) for denture adhesion. A physician or other healthcare professional has not verified this report. On an unknown date, the patient started super poligrip extra care with poliseal. At an unknown time after starting super poligrip extra care with poliseal, the patient experienced anemia. The patient also reported that she used the product beyond the expiration date and stated that she had a hard time getting her teeth out of her mouth (product complaint). This case was assessed as medically serious by gsk. Treatment with super poligrip extra care with poliseal was discontinued. At the time of reporting, the events were unresolved.